Event description:
The customer reported that his olympus visera elite xenon light source's main lamp would not ignite, and instead the spare lamp came on. According to the initial reporter, this took place during preparation for a laparoscopic cholecystectomy procedure. The intended procedure was completed using another unit without any patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The main lamp would not ignite, and triggered the spare lamp to come on. Additionally, it was noted that the main lamp was not an olympus lamp. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the lamp was not properly ignited due to a non-olympus light that was used at the facility. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire.¿ olympus will continue to monitor field performance for this device.